Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had alarmed for no delivery, so he changed the set, site, and reservoir, and when filling the tubing, insulin was squirting out. The blood glucose reading was 452 mg/dl at the time of the no delivery alarm. The customer treated with a bolus after the set change. The reservoir showed 80 units of insulin while the status screen showed 53.4 units left. The drive support cap appeared normal and during troubleshooting, there was no gap between the piston and reservoir during the prime and insulin did not continue to drip after releasing the act button. The customer was advised to call back when the no delivery alarm recurred in order to troubleshoot. The insulin pump was not returned or replaced.